Event description:
Olympus was informed that an unspecified error code occurred intermittently during a saline procedure. There was no pt harm reported.

Manufacturer narrative:
Olympus followed-up with the user facility to obtain additional information regarding this report. The user facility reported that an error code 02 displayed during a turp procedure. The intended procedure was said to have been completed with a different generator. There was no pt injury reported. The pt reportedly was given additional anesthesia due to the intended procedure was delayed for an unspecified period of time. The device referenced in this report was returned to olympus for eval. The eval did not confirm the user's report. The cut and coag output values for saline, bipolar and monopolar were within specification. The cause of the reported event could not be determined. The device has bee inspected and returned to the user facility. This report is being submitted as a medical device report in an abundance of caution.